Event description:
User reports that in 2008, after the software crashed, the measurement units defaulted from kpa to mmhg. Three days later, the customer contacted the field service representative asking how to change units from mmhg to kpa. Customer is confident that no patient has been compromised as the numbers in mmhg are much higher than in kpa and it is immediately apparent that the results cannot be real values. If additional information is received, appropriate notification will be provided.